Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that the cartridge leaked from the bottom during pumping. There was no reported impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm 19) was verified. No used cartridge was returned for evaluation; therefore, no evaluation was performed for alleged leaking cartridge.